Event description:
It was reported that the etrak 2500p took a long time to initialize and process images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Although it took longer than usual to initialize it was not 35 minutes as reported. Initialization was less than 10 minutes with outstanding images. System calibrated without problem. The system was tested and found to be working as intended and placed back into service.